Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a blank display. Customer's blood glucose was 127 mg/dl. It was found in the alarm history that the insulin pump alarm bad battery and battery out limit. The issue was resolved upon troubleshoot. Advised customer the battery cap would be replaced. No further information provided.